Manufacturer narrative:
(B)(4). Investigation results: a flexiva 200 tractip laser fiber was returned in one continuous piece with the tip degraded. The fiber measured approximately 314.6 cm from the top of the connector to the tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.4 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Fibers are consumable and meant to degrade. There were no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within the connector. The condition of the returned device found that the fiber was broken within the connector before use most likely caused by handling damage during setup, resulting in a fracture within the connector during the procedure that caused the reported event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureterorenolitotripsia procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber stopped working. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the sma connector.